Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned for analysis. External insulation abrasion was noted from 13.2 cm to 14.1 cm from the connector pin, consistent with friction against the pulse generator can. All other damage found was sustained during procedure. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.